Event description:
The customer reported the ventilator alarmed due to an oxygen device failed occurrence. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. If the o2 device fails, the ventilator will continue to deliver breaths targeting the 21% oxygen concentration setting regardless of the user-set o2 setting. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during normal ventilation operation. During testing, the manufacturers service technician reported the data acquisition board was faulty. The customer was informed of the finding and replacement of the data acquisition board is recommended to complete the repair.